Event description:
The center reported that the driver supporting a left ventricular assist device patient stopped running for 30 seconds during a battery change. The event occurred when the user removed battery a, reportedly both battery b and the emergency backup battery were fully charged. The patient was switched to a backup driver without incident.